Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted within thirty days upon receipt.

Event description:
A report received from the cordis a at clinical study registry in another country indicated that a pt experienced in-stent restenosis approx six months after implantation. According to the report, the pt presented with angina and cardio angiogram showed in-stent restenosis with 90% stenosis. The restenosis was treated with a taxus stent. The patient had no history of cardiovascular disease. The stent was implanted in the left anterior coronary artery.